Manufacturer narrative:
Pump not in manufacture mode. Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error and replace battery now alarm. The power management tool confirmed pump error and replace battery now alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected low battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a high blood glucose. The blood glucose at the time of the incident was 230 mg/dl. Troubleshooting was performed. The device will be returned for analysis.